Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead (event 2), serial#: unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. Please note the specific device implant and explant dates are unknown at this time; only months and years were provided to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the (B)(6) registry (nnr) in the (B)(6) reported anonymized, aggregate data involving historical device issues. The reported events were as follows: reported events: 1. 1 patient (B)(6) underwent a system revision for an unknown reason. 2. 1 patient (B)(6) underwent a system revision due to a lead fracture. No further event information was reported; no further complications were reported or anticipated.